Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider defect" during implantation in right eye. Surgery was completed with a back up device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider defect" during implantation in right eye. Surgery was completed with a back up device. No eye injury noted.

Manufacturer narrative:
Device analysis: the complaint device was received. One xen 45 glaucoma treatment system (gts) injector was receive. The xen glaucoma treatment system (gts) unit box and molded tray were returned. The needle cover, retention plug and cam lock were each detached and not returned. The slider knob was returned in the start position, the bevel selector in the center position, and the needle extended. The gel stent was not returned. A visual evaluation of the xen injector was performed. No damage/ defects were observed to the injector. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. The reported complaint condition of slider resistance is not confirmed since no damage/defects were observed and since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, and no slider knob resistance was observed during functional testing.